Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a 90% stenosed lesion with heavy calcification in a peroneal artery. The whisper guide wire was advanced without resistance and atherectomy was performed. During the procedure the distal tip separated in the vessel. A snare device was not used due to the vessel being narrow and the snare not having enough room to open. A catheter was advanced in attempt to aspirate the separated portion but was unsuccessful. The separated portion remains embedded in the vessel. The patient was stable with no pain or discomfort. The patient is scheduled to return for ultrasound doppler to be reassessed. No additional information was provided.